Event description:
Same case as MFR report#: 2134265-2009-01379. Taxus express2 post market surveillance study. It was reported that 277 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated the 3.5x36mm, 99% stenosed proximal lad (left anterior descending). Treatment consisted of predilation at 8 atm, placement of two overlapping taxus express2 stents (3.0x20mm at 14 atm and 3.5x20mm at 16 atm), and post dilation at 12 atm resulting in 0% residual stenosis. There were no complications and the pt was discharged two days post procedure. The pt returned on day 277 and a follow up angiogram showed in-stent restenosis. A reintervention was performed on day 280 at the proximal lad due to 90% stenosis. Treatment consisted of balloon dilation resulting in 25% residual stenosis. The pt was discharged on day 281 in improved condition.

Manufacturer narrative:
The complaint device was not returned for analysis. The device met all material, assembly, and performance specifications prior to shipment. The root cause of this event is anticipated procedural complication.